Event description:
The plaintiff, alleges that in 1999, following a severe anaphylactic reaction, plaintiff was diagnosed as being allergic to latex. Plaintiff further alleges having become sensitized to latex and may now no longer work as a nurse at any medical facility or for any medical health service and is now subjected to increased health risks. Additionally, plaintiff alleges that as a result of this sensitization to latex, plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Plaintiff also alleges having suffered substantial injury, pain and suffering as well as economic loss. Finally, plaintiff's spouse, alleges having suffered loss of support, services and companionship of spouse.